Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 2/19/2016.it was reported that patient underwent pubovaginal sling using tutoplast cadaveric fascia late/suspend graft on (B)(6) 2014 due to recurrent sui and intrinsic sphincter deficiency. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/9/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with abdominal sacral colpopexy, a&p repair, cystoscopy with suprapubic catheter placement and removal of synthetic sling. It was reported that following insertion the patient experienced dyspareunia, pelvic prolapse, urinary incontinence and leakage. It was reported that patient underwent mesh removal on (B)(6) 2013 due to vaginal pain. It was reported that patient underwent release/revision of sling and cystoscopy on (B)(6) 2014 due to chronic urinary retention following pubovaginal sling. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time. It was also referenced that the pt underwent a gynecological procedure on (B)(4) 2011 and align tvt sling was implanted into the pt.